Manufacturer narrative:
(B)(4). Hill-rom has determined that this complaint is reportable.

Event description:
Complaint received alleged that the legs of the lift were extending too far and were coming off track. No pt impact.